Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 h6: mechanical (g04) - femur attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. When placing an order for products, incorrect order with wrong side specified was placed by the customer and discovered after procedure was underway. The products that were delivered matched the order that was placed. Per instruction for use, do not use this product for other than labelled indications (off-label use). There is a lack of evidence to support the safety and effectiveness of such off label use and there is no regulatory clearance. The trial was implanted, and the devices were not ordered correctly hence the root cause can be attributed to a failure to follow instructions. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 : foreign country : germany. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while assembling implants together during surgery, it was noticed that the wrong femoral component had been delivered as it did not match the side being operated on. The surgery was for the left leg but a right sided femoral implant had been delivered. The packaging was correctly labeled. The sales rep informed the staff and surgeons about the error and since there were no available implants nearby, the patient was implanted with a trial femur and inlay as a temporary solution until the next day. There was a 60 minute surgical delay. Attempts have been made and all available information has been provided.